Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, see also 3004485144-2015-00109.

Event description:
The sales associate reported that when the surgeon went to insert the spacer into the patient's disc space, the threads of the inner shaft of the variable inserter broke off into the swivel attachment on the spacer. The spacer retained the broken threaded tip, so it was rendered useless. A backup inserter and spacer were used to complete the case. No adverse events were reported.

Manufacturer narrative:
Initial inspection confirms the reported complaint; the threaded tip of the inserter shaft has sheared off. Correspondence collected regarding the event reported that the spacer retained the tip of the inserter. Upon receipt the tip was no longer retained in the spacer and could not be located in the returned packaging. The DHR for the product lot was reviewed; there were no reported non-conformances or product deviations that could have contributed to the reported event. At incoming inspection, the devices were verified as conforming in the traits of etchings, finish, physical dimensions and orientation, functionality, coating, and hardness. The root cause is likely attributed to excessive force placed on the instrument during implant insertion. The inserter in associated report 3004485144-2015-00109 was not returned for evaluation. Fields were updated based on the completion of the device evaluation.

Manufacturer narrative:
The customer reported lot pt150 and upon review of the returned device the correct lot number is pt15d. Review of device history records show the lot released with no recorded anomaly or deviation. A follow up report will be submitted upon completion of the device evaluation.